Event description:
A device report from synthes (B)(4) indicates a hospital and surgeon in (B)(6) reported: patient was implanted with a prodisc-l, date unknown. The prodisc-l was in the correct position. Patient experienced an accident, date unknown and the prodisc-l moved. Surgeon decided to re-operate to remove the prodisc-l. Surgeon asked for help from a vascular surgeon who was very experienced in the anterior approach. Due to very hard vascular conditions, surgeons did not remove the prodisc-l. On may 14 2013 the surgeon discovered the patient had a vernous injury and two vascular stents were implanted, date unknown. The prodisc-l was not removed. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found.